Event description:
I ordered the nurtureland teether trees from (B)(6) for my (B)(6) old grandson. When they came, I cleaned them and allowed him to hold one and chew on it. I assumed the chewing would help with the teething discomfort. Within mins, he gagging and gasping for air. Due to the product thinness and somewhat pointed end, he was able to force the teether far back into his throat. While I was holding him, he stuck the teether back into his throat a second time, this time making him vomit. This is a frightening product. Had I left the room, this product could have made him suffocate on vomit. When I called the company number on the back of the box, it was not a valid phone number. I went back to the (B)(6) site and saw numerous boxes of the same item, under different company names. Someone obviously just ordered these and sold them by bulk to various distributors. Here is the (B)(6) site: (B)(6). Document number: (B)(4). Report number: (B)(4). This is a thin teether with a pliable handle. The ends of the teethers are fairly pointed, allowing for insertion into the back of the throat. Very dangerous. Nurtureland.